Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was going fast through batteries and when he changed the battery, the display went blank. He stated he had changed the battery multiple times, but the display would not return. Blood glucose value was 137 mg/dl. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded and the display did not return after inserting a new battery. He was advised to disconnect and monitor the insulin pump and call back if issue persists after receiving a replacement battery cap.